Event description:
It was reported that the patient presented in clinic for a follow-up. During the follow-up, the patient's pacemaker went into backup vvi mode during a cybersecurity update. The device was successfully restored to nominal settings, and the patient did not experience any consequences.